Manufacturer narrative:
(B)(4). Concomitant medical products: item# 110005198; juggerknotless ss single; lot# 387010, item# 110005198; juggerknotless ss single; lot# 655320, item# 110005198; juggerknotless ss single; lot# 756130, item# 912031; jgrknt 1.5mm #2 mb sngl; lot# p12640. Report source: (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05759, 0001825034-2019-05761, 0001825034-2019-05764, 0001825034-2019-05765. Product not returned.

Event description:
It was reported that during a shoulder stabilization procedure on an eighteen year old male patient, the anchors of the juggerknot pulled out. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Five inserters were returned but no anchors were; all of the inserters are visually conforming to print. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a shoulder stabilization procedure on an eighteen year old male patient, the anchors of the juggerknot pulled out. This led to a surgical delay of greater than one hour. Attempts have been made and additional information on the reported event is unavailable at this time.